Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01487. This report is being submitted as additional information. The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 7 months. The patient remains ongoing on the device and no related complaints have been reported at this time. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to increased drainage and irritation at the driveline exit site. A CT of the abdomen revealed focal inflammatory and fluid changes around the driveline exit and a wound culture tested (B)(6) for (B)(6). The patient was treated with intravenous ancef through (B)(6) 2018 after initial treatment with maxipime and zyvox; followed by keflex suppressive therapy. The patient was discharged to home after completing antibiotic therapy. No additional information was provided.